Event description:
A shockwave c2 coronary intravascular lithotripsy (ivl) catheter was used to treat the left main (lm) and the left anterior descending artery (lad). A kissing balloon technique was utilized for the procedure. Access to the target vessel(s) was obtained via the right femoral artery (rfa). The ivl catheter was inserted into the patient with a 7f guide catheter. The ivl catheter successfully delivered 80 pulses with post dilation with a 3.5 balloon catheter to the lm and lad. A 3.5 × 12mm xience skypoint stent was implanted to the lm and a 2.25 x 15mm resolute onyx stent was implanted in the lad. A stent malposition was observed and a 5.0 balloon catheter was utilized to dilate the stent at the proximal site. A coronary perforation occurred at left main trifurcation (lmt) distal. During ivus imaging, it was observed that there was a hematoma at the proximal left circumflex artery (lcx). The hematoma caused a slow flow. The physician implanted a hemostasis stent (covered stent) to complete the procedure. The patient was discharged four days post procedure. There was no shockwave device problem reported with the adverse event.

Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical inc. For investigation therefore, no device inspection could be performed. Based on the reported information, there was no shockwave device malfunction. The cause of the reported perforation and hematoma experienced by the patient could not be determined as the device was not returned. A review of the lot history record (lhr) and test documentation did not show any issues with the manufacturing of the device. The device passed all shockwave medical, inc. Criteria prior to being released for distribution. Shockwave medical, inc. Has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed.